Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had air bubbles and the customer had high blood glucose level which led to hospitalization. The customer¿s blood glucose level was 376 mg/dl. The customer¿s blood count was low indicating potential virus. The health care professional discovered air bubbles and mentioned that the customer had scar tissue. The customer also reported that the insulin pump received no delivery alarm. The customer declined troubleshooting. The insulin pump will not be returned for analysis.